Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (tension free vaginal tape-obturator) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: ginecol obstet mex. 2015; 83: 537-544. (B)(4).

Event description:
It was reported via journal article: title: "stress urinary incontinence treatment with modified technique tension-free vaginal band obturator." Authors: luis edurardo romero-nava, rodrigo gómez-cardoso. Citation: ginecol obstet mex. 2015; 83: 537-544. The objectives of the study was to evaluate the trans- and post-operative complications and surgical results of tension free vaginal band obturator system (tvt-o) for stress urinary incontinence treatment in angeles del pedregal hospital in a five-year follow-up. A retrospective, descriptive case series study with 67 patients (age: 27 to 90 years old) was conducted in the urogynecology clinic in hospital angeles del pedregal between january 2006 and december 2012. Patients with stress urinary incontinence treated by tvt-o were included. During the procedure, gynecare tvt-o vaginal band (ethicon) was used in all patients. Reported complications included post-surgical urinary retention (n-2) which required readjustment of the band, intense groin pain (n-1) which was treated without complications with local measures and oral analgesics, and exposure of the band (n-2) which required removal of the exposed material and closure was made in 2 planes of the vaginal membrane. It was concluded that the tvt-o system is a minimally invasive procedure that has excellent results in the treatment of stress urinary incontinence with a low rate of complications. The tvt-o procedure is an effective, safe and lasting surgical technique in the treatment of stress urinary incontinency. Currently, it can be considered as the gold standard surgical treatment for stress urinary incontinence.